Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right pelvic area') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2016, cholecystectomy in 2008, multigravida, parity 3, asthma and depression. Concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), tooth fracture ("dental problems / tooth break"), amnesia ("memory loss"), back pain ("lower back pain") and polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with caffeine;paracetamol (excedrin), surgery (hysterectomy with bilateral salpingo-oopherectomy) and pulled, extraction. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, tooth fracture, dysmenorrhoea and polycystic ovaries outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, polycystic ovaries, pruritus, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per medical record: insertion detail: essure coils into tubes with 3 trailing coils each after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: pap showed some ascus cell. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: event coding changed from tooth disorder to tooth fracture. Reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / right pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), tooth disorder ("dental problems"), amnesia ("memory loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, tooth disorder and dysmenorrhoea outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, pruritus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, memory loss, dysmenorrhea, fatigue, lower back pain added. Reporters,concurrent condition,concomitant medication,lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right pelvic area') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2016, cholecystectomy in 2008, multigravida, parity 3, asthma and depression. Concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), the first episode of tooth fracture ("dental problems / tooth break"), amnesia ("memory loss"), back pain ("lower back pain"), polycystic ovaries ("polycystic ovarian syndrome"), tooth loss ("lose teeth") and the second episode of tooth fracture ("tooth break"). The patient was treated with caffeine;paracetamol (excedrin), surgery (hysterectomy with bilateral salpingo-oopherectomy and tooth removal) and pulled, extraction. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, dysmenorrhoea, polycystic ovaries, tooth loss and the last episode of tooth fracture outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, polycystic ovaries, pruritus, tooth loss, vaginal haemorrhage, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: per medical record: insertion detail: essure coils into tubes with 3 trailing coils each after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: pap showed some ascus cell.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right pelvic area') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2016, cholecystectomy in 2008, multigravida, parity 3, asthma and depression. Concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), tooth disorder ("dental problems"), amnesia ("memory loss"), back pain ("lower back pain") and polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with caffeine;paracetamol (excedrin) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, tooth disorder, dysmenorrhoea and polycystic ovaries outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, polycystic ovaries, pruritus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per medical record: insertion detail: essure coils into tubes with 3 trailing coils each after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: pap showed some ascus cell. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received- new event polycystic ovarian syndrome. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right pelvic area') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2016, cholecystectomy in 2008, multigravida, parity 3, asthma and depression. Concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), the first episode of tooth fracture ("dental problems / tooth break"), amnesia ("memory loss"), back pain ("lower back pain"), polycystic ovaries ("polycystic ovarian syndrome"), tooth loss ("lose teeth") and the second episode of tooth fracture ("tooth break"). The patient was treated with caffeine;paracetamol (excedrin), surgery (hysterectomy with bilateral salpingo-oopherectomy and tooth removal) and pulled, extraction. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, dysmenorrhoea, polycystic ovaries, tooth loss and the last episode of tooth fracture outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, polycystic ovaries, pruritus, tooth loss, vaginal haemorrhage, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: per medical record: insertion detail: essure coils into tubes with 3 trailing coils each after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: pap showed some ascus cell. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event lose break added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right pelvic area') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis on (B)(6) 2016, cholecystectomy in 2008, multigravida, parity 3, asthma and depression. Concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included estradiol, fluoxetine hydrochloride (prozac) and metformin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines/headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), pruritus ("itching"), tooth fracture ("dental problems / tooth break"), amnesia ("memory loss"), back pain ("lower back pain"), polycystic ovaries ("polycystic ovarian syndrome") and tooth loss ("lose teeth"). The patient was treated with caffeine;paracetamol (excedrin), surgery (hysterectomy with bilateral salpingo-oopherectomy) and pulled, extraction. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, amnesia, fatigue and back pain had resolved and the weight increased, alopecia, pruritus, tooth fracture, dysmenorrhoea, polycystic ovaries and tooth loss outcome was unknown. The reporter considered alopecia, amnesia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, polycystic ovaries, pruritus, tooth fracture, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per medical record: insertion detail: essure coils into tubes with 3 trailing coils each after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: pap showed some ascus cell. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea, migraine, pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event lose teeth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss"), pruritus ("itching") and tooth disorder ("dental problems"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, weight increased, alopecia, pruritus and tooth disorder outcome was unknown. The reporter considered alopecia, migraine, pelvic pain, pruritus, tooth disorder and weight increased to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.